Event description:
The customer reported that the device became unresponsive and the display faded.

Manufacturer narrative:
Philips evaluated the device and confirmed the reported display problem and found that the device froze up. No errors were found in the log, and no other symptoms were observed. The device was repaired by replacing the control pca. The device passed all testing and was returned to the customer.